Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had experienced a high blood glucose level of 438 mg/dl. The customer had symptoms of being tired and thirsty. The customer was experiencing multiple high blood glucose levels after a change set. The customer had treated their high blood glucose with the insulin pump. The customer's current blood glucose level was 338 mg/dl. The insulin exited during troubleshooting without incident. The insulin pump had passed the no delivery alarm test. The customer was advised that their insulin pump was working as designed and was advised to change the entire infusion and reservoir set. The device will not return for analysis.